Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room and then admitted to hospital due to diabetes ketoacidosis and high blood glucose of 400 mg/dl to 500 mg/dl on (B)(6) 2020. Customer's blood glucose was in the range of 400 mg/dl to 600 mg/dl. Customer was treated with the insulin pump and intravenous insulin infusion. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. It was stated that the auto mode was active at the time of incident. It was stated that the infusion set cannula was bent. Customer alleged that the insulin pump was under delivering because the auto mode shield, safeguard was off, so she thinks this caused her to go high. The insulin pump will be and reservoir will not be returned for analysis.